Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. Gts had the patient/caregiver close all the clamps and transfer set and cycle power twice to the ''press go to start'' prompt to clear the error. Gts explained that a large amount of air had entered into the disposable set. The caregiver stated he was unsure what alarm the patient had last night and were unable to continue therapy. The caregiver called it in the next morning. The patient was currently not connected to the hc and gts was unable to troubleshoot. The caregiver stated there were no leaks, the patient did not disconnect and the spare line clamps were closed off. Gts explained the caregiver should discard the supplies and report the error to the patient's dialysis nurse the next morning. The patient/caregiver elected to complete therapy manually. The writer contacted the patient's dialysis nurse on (B)(6) 2010. The nurse stated that she saw the patient yesterday and they did not mention the alarm. The nurse stated there had been no medical intervention or patient injury.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.